Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient experienced pain and voiding dysfunction following insertion of the mesh. A cystoscopy showed erosion in the urethra. Additional information will be requested.

Manufacturer narrative:
Date sent to FDA: 02/01/2018. Additional information was requested and the following was received: date of initial surgical procedure ¿ the initial procedure was performed roughly 8 years ago. What were current symptoms following the index surgical procedure? Onset date? - chronic pain and voiding dysfunction. Other relevant patient history/concomitant medications ¿ the patient is diabetic. What is physician¿s opinion as to the etiology of or contributing factors to this event ¿ the surgeon commented that he believes the event occurred as a result of the initial surgical placement of the tvt and not the fault of the tvt - the surgeon discussed how he was favourable towards retropubic insertion of tvt. The initial approach for the index surgical procedure? - laparoscopic approach to dissect the tape followed by retrieval of the tape vaginally. Mesh exposure symptoms and diagnostic confirmation? - cystoscopy performed on (B)(4) showed tvt erosion in the urethra. What is the patient's current status? - no post-surgery complications. The surgeon advised that he has not yet seen the patient back in clinic.